Event description:
It was reported that the patient wanted more coverage and programming options. The patient underwent a revision procedure wherein the ipg and leads were replaced and patient was doing well postoperatively. The explanted devices will not be returned as the facility kept explanted product.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 28820370.